Manufacturer narrative:
Additional product code hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the surgeon was removing a plate and 9 screws from this patient. During the removal 3 of the 3.5mm screw heads broke off into the patient. These 3 screws remained in the patient. He also removed a plate and 6 screws all of which were removed successfully. Procedure was completed successfully. It is unknown if there were fragments generated. It is unknown if there were surgical delay and patient consequence. This complaint involves ten (10) devices. This report is for (1) 3.5mm variable angle locking screw/slf-tpng/strdrv/75mm. This is report 4 of 10 (B)(4). Related product complaint: (B)(4).